Event description:
This x-ray system randomly froze up with no fluoro image. This has happened with a pt during stent procedure.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.